Manufacturer narrative:
Updated fields: b4, d8, d9, d10, e1( initial reporter , event site email ) , g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, found unit with a loud compressor sound. Opened up the unit and noticed a vvp1 tubing was off and reconnected and zipped tied the tube back on the brass connector, also noticed that another tube was leaking trimmed tube and zip tied for a snug fit. Works fine at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) balloon not filling up all the way. No harm or injury reported.